Manufacturer narrative:
The lot number is unk; therefore, no review of the device history record could be performed. The needle being used was not one of those specified for use with this bulking material. The raw materials used in the implant are known to cause degradation to needles comprised of polyurethane (such as the one used in this procedure).

Event description:
It was reported that during a urethral bulking implant procedure in 2008 using an off-label bulking implant material, the needle broke. Add'l info has been requested, but not received.